Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens, surgeon noticed that one of the lens haptics was missing. Additional information states the lens was removed and replaced in the same procedure, and the procedure was successfully completed with a backup lens of the same model and diopter. There were no sutures or vitrectomy, but an incision enlargement was required. Patient is doing well post-op. No further information provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/7/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the lens was returned in its original packaging. Upon evaluation of the device the plunger was observed in a fully advanced position. All the components look correctly engaged to the device. No damaged /defect related to manufacturing process was observed. Visual inspection was performed under microscope. The lens was received out of the device, cut into two pieces with a haptic detached and the other haptic was missing. This could be related to removal process. The reported issue was verified; however, due to the conditions of the sample it is not possible to determine the reported issue is related to removal process or to manufacturing process. Based on the analysis, product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.